Manufacturer narrative:
The lead fragments were received for analysis. The lead was capped approx. 14.5cm distal to the is-1 connector pin. The other fragment, including the distal end with the fixation helix, was approx. 44.5cm long. A middle piece of approx. 7cm was not returned. The lead fragments were subjected to an extensive analysis. The analysis showed multiple abrasion marks along the lead fragments and adhered calcified tissue in some places. In particular in the distal lead area the insulation was worn through. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the extraction damages and the tissue residuals it is assumed, that the lead was significantly ingrown which may have affected the leads motion. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This lead was explanted due to fracture. Date of explant is believed to be (B)(6) 2017, but attempts to contact physician to confirm this have not been successful at this time. No adverse patient events were reported. Should additional information become available, this file will be updated.